Event description:
It was reported by the customer that the pyxis medstation es drawer repeatedly failing. A customer has reported that a user experienced a delay in receiving medication due to a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 5 full height cubie drawer will not open. A field service engineer installed two new drawer slides that were encountering binding and jamming problems during use. Prior efforts to modify the rails had not resulted in any enhancements. The system functioned as intended after field service engineer troubleshooted the device.